Manufacturer narrative:
On 5-7-18 an ortho field engineer (fe) arrived at the customer site and observed printout of false negative, he performed the following: replaced probe and did optics cleaning , camera calibration and health check - passed, pump volume test - passed, volume verification - passed, centrifuge 1 and 2 timing test - passed, incubator temperature verification - passed, customer ran and verified qc - accepted. The investigation determined that the most likely root cause of this event was instrument related. Ortho vision a reported negative reactions on two samples that were positive in manual as well as when tested on vision b. Although false negative results were released and patient received prbcs based on the negative result, there were no reports of any transfusion reactions to the 4 units transfused. There was no harm reported to the patient.

Event description:
(B)(4). Customer reporting an events of a false negative results issued by the vision a to samples from the same patient that was positive by the manual gel method and their other vision b to cell#1 to 0.8% selectgoen lot# vs109. Patient later identified to have an anti-jka customer indicates the initial event occurred on (B)(6) 2018 where the patient was tested for the 2 cell screen test on vision a and the antibody screen was resulted as negative with no visible agglutination. Result was auto accepted by the vision. Patient received 4 units of prbcs based on the negative result on (B)(6) 2018. No reports of any transfusion reactions to the 4 units transfused. A subsequent sample from the same patient was collected and tested on the accounts other vision b on (B)(6) 2018 for the 2 cell screen test and reports a 1+ reaction to cell#1, cell#2 negative. Customer performed an antibody identification on the sample collected (B)(6) 2018 and identified an anti-jka. It is the customer's policy to repeat any previous negative sample tube that is reacted positive with a current sample. The customer tested the sample collected on (B)(6) 2018 on vision b and the sample now shows a 1+ reaction to cell#1, cell#2 negative. Customer repeated the testing of the sample collected on (B)(6) 2018 on the original vision a and a negative result was repeated to cell#1 and 2. Manual testing of the 2 samples in question against the same lot of vs109 produced a 1+ reaction to cell#1, cell#2 negative.